Event description:
Mammosite failed to deflate following the introduction of 40 cc's of fluid. A crile was then utilized to deflate the mammosite so it could be removed. Dates of use: (B)(6) 2012. Reason for use: surgical intervention.